Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a correction bolus but did not receive the insulin bolus because customer had disconnected from the site and had not reattached. Additionally, customer indicated that blood glucose level was elevated because customer was a day late in changing cartridge and infusion set. Customer stated that blood glucose level will elevate if customer uses cartridge/infusion set beyond three days.